Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the modular chemistry (mc) sample probe in the unicel dxc 800 synchron clinical system was leaking. No injury was reported and no erroneous results were generated.

Manufacturer narrative:
The customer replaced sample probe on (B)(4) 2011 but the leak continued. A field service engineer (fse) went on-site (B)(4) 2011 and found that leak was from the mc probe collar wash due to clot inside vacuum valve. Fse opened and cleaned the valve assembly. This resolved the issue. Fse primed and calibrated all mc chemistries with no errors and ran qc. (B)(4).